Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion or da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, followed by a da vinci-assisted lung resection procedure, the experienced recurrent pleural effusions. It is unknown what medical intervention, if any, was rendered due to the post-procedure complication. In addition, the cause of the complication is unknown.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced recurrent pleural effusions. The lesion biopsied was located in the right lower lobe - anterior segment. The reported event followed a combined ion and robotic resection (single episode of anesthesia). The patient was hospitalized approximately 2-3 days post-operatively related to the lung resection. The cause and severity of the complication are unknown. In addition, it is unknown what medical intervention, if any, was rendered due to the recurrent pleural effusions. Per the physician, this event was not related to ion or da vinci procedures. There was no report of any issue or delay in procedure time due to either system. There were no reported malfunctions of an ion or da vinci system, instrument, or accessory.